Event description:
The patient was placed on the AED (automatic external defibrillator), the AED advised a shock, but when the shock button was pressed, no shock was delivered. The patient was then placed on another crash cart defibrillator.